Manufacturer narrative:
The date of event was not provided by the complainant/ reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: unconfirmed as the failure could not be reproduced during evaluation. (Reference: MDR number 3006260740-2021-03182).

Event description:
When placing a PICC line the image is very dark.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 and cue probe was visually inspected upon receipt and was found to be in good physical condition. The reported issue of unit is giving ec508-dark images is confirmed. The probe was visually inspected and found that there is a fine scratch on the probe window which is causing a slight black area on one of the bands of the display. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h11.

Event description:
When placing a PICC line the image is very dark.